Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check cs300 intra-aortic balloon pump (iabp) had a flickering display. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the dc to ac inverter in the display which corrected the issue. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.